Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. It was reported that an angiogram taken during the procedure contrast was seen coming from the material of the graft, not at the junction but three stents down. The physician decided to reline with an additional stent graft same size and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).